Manufacturer narrative:
The device was returned for analysis. The reported suture separation was not confirmed and a posterior needle tip ejected from the posterior needle shank was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or user mishandling where the plunger inadvertently partially deployed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device after a cardiac ablation procedure with an 8f sheath. Reportedly, the blue suture separated as the device was inserted into the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.